Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/oct/2013 and 22/jul/2017. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis was performed which identified broken shell, missing shell assessed as inconclusive and fold creases. Leak test was performed which identified an opening on shell. Microanalysis identified one sharp opening on posterior assessed as unidentified (tear) opening, non-penetrating nicks and broken shell with striated edge assessed as surgical damage. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Device labelling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compres¬sion during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Health professional reported a left deflation. The device has been explanted.